Manufacturer narrative:
Custom ultrasonics received medwatch form 3500a from (B)(6), on (B)(6) 2011. Suspected device with malfunction, (B)(4), was manufactured in 2002. A preventative maintenance was originally performed on machine (B)(6) 2011, by (B)(6). Technician cleaned and/or replaced all affected solenoids, system was operational. The adverse event took place on (B)(6) 2011, technician was available to inspect and service the machine on (B)(6) 2011. He determined that bay 1 had a faulty return solenoid and this was the cause of the malfunction and replaced the coils. During his inspection he also replaced the generator board. System was tested and ran multiple cycles and no further malfunctions were found. System is operational.

Event description:
(B)(4).